Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total hip arthroplasty procedure when the back part of the end effector busted off as the surgeon was coming into ream.

Manufacturer narrative:
Follow-up #1 and final report submitted to update MFR contact info, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative based on the results of investigation. Reported event: the back part of the end effector busted off as dr. (B)(6) was coming into ream surgical delay of 2 minutes to re register robot. Device evaluation and results: visual inspection: visual inspection confirms a sheared off 202866 hip release knob. Also observed were cracks along the 206966 reamer barrel. Reference attached images. Dimensional inspection: dimensional inspection was not completed as the visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed as the visual inspection clearly shows the failure of the device. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 12/13/2015 including serial number (B)(4). Of this lot, there was a non-conformance generated on qt 15-12-0043 for serial number (B)(4) having an out of spec diameter at the front size of the end effector. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the variable hip end effector, failed locking mechanism. There have been no other events for the referenced serial number. There has been three events referenced for the lot number. (B)(4) - were found to be from the same lot as the part in this complaint. The parts from (B)(4) displayed the same failure. Conclusions: alleged failure confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was performing a total hip arthroplasty procedure when the back part of the end effector busted off as the surgeon was coming into ream.